Event description:
Customer reported a motor error alarm during basal. Customer's current blood glucose reading is 253 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No motor error alarms were noted. The motor was tested outside of the device and passed. The insulin pump was received with a cracked case at the display window corners, a cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.